Event description:
Major pump unit(s) involved: blood pump, device thrombosis. Specify component(s) involved: inflow graft malfunction/malposition, pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Additional text: suspected thrombus in lvad and inflow cannula; suspected thrombus in lvad and inflow cannula. Specific component(s) involved: inflow graft malfunction/malposition; pump drive unit malfunction. Additional text: suspected thrombus in lvad and inflow cannula; suspected thrombus in lvad and inflow cannula. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller; replacement of inflow graft; replacement of pump. Other intervention: implant device type: lvad.